Event description:
A malfunction on the pump was reported by the caller. There was no information on whether the issue affected the customer's blood glucose level. Customer support assisted the caller in resetting the pump, and no further malfunctions were reported. The customer was advised to continue using the pump and to contact support if any further issues occurred.